Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are, capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. Rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed two openings assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported a left a capsular contracture baker grade ii and a left side exchange of textured devices due to product concern. Healthcare professional later reported "ruptured." Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade ii and exchange of textured device due to product concern. Healthcare professional later reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, anxiety-product/procedure, rupture.